Manufacturer narrative:
The customer cancelled the service call. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be take to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported at the end of a phacoemulsification procedure, following intraocular lens implantation, a system message occurred which would not clear. The surgeon used balanced salt solution and syringe to remove remaining viscoelastic and after a 30 minute delay the surgery was completed with no impact to the patient.